Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture appears to be related to patient conditions (friable leaflets). Unspecified tissue injury appears to be due to a combination of patient conditions (friable leaflets) and procedural conditions associated with leaflet slipping out of the clip. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was inserted and grasping was performed. However, after the grippers were lowered, it was observed the posterior leaflet slipped out of the clip, causing damage to the posterior leaflet. A torn chordae was observed as well. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.